Manufacturer narrative:
The tandem t: slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated (200s mg/dl constantly), since starting on the pump. System check was performed with tandem technical support, and no issues were noted that could have caused the reported issue, however it was determined that the customer was changing out the cartridge every 3 days, instead of every 48 hours as labeled for use with humalog. Customer indicated that they have since reverted to using an alternative pump.